Manufacturer narrative:
Device not available for evaluation.

Event description:
Description: I received an email from dr. (B)(6) that stating "we recently had 2 acute stent thrombosis with medinol. I called (B)(6) to discuss as he is the primary user of nirxcell at this account. He said he was going to look the patients up next week and let me know the details." This complaint was initially received and filed as (B)(4) on (B)(6) 2016. Late evening on (B)(6) 2016 medinol received email from medinol USA confirming that this complaint involved two different patients. As a results medinol opens this complaint (B)(4) for the second incident. Additional information received dec 20 2016: on (B)(6) 2016 a female with non stemi angina was scheduled for a heart cath with dr. (B)(6). It was discovered she had a native circumflex lesion that was treated with a 3.0x20 nirxcell (no lot # available). On (B)(6) 2016 she presented to the ER with back and chest pain and dr. (B)(6) discovered a proximal edge stenosis of the nirxcell in which he placed a xience stent which overlapped the nirxcell. Dr. (B)(6), dr. (B)(6) and myself all agreed it was edge restenosis not an st. Complaint classification was changed from stent thrombosis to in-stent restenosis.

Manufacturer narrative:
Meeting minutes is attached. IFU review is attached. Final complaint report is attached. Device not available for evaluation.